Event description:
It was reported that while using the bd bactec¿ plus anaerobic/f culture vials (plastic) that there were molecular false positives. The following information was provided by the initial reporter: customer reports molecular false positive with candida tropicalis.

Manufacturer narrative:
H6. Investigation summary: investigation cannot be conducted to the retention samples since the lot number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Event description:
It was reported that while using the bd bactec¿ plus anaerobic/f culture vials (plastic) that there were molecular false positives. The following information was provided by the initial reporter: customer reports molecular false positive with candida tropicalis.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.